Event description:
It was reported that the patient was not able to adjust their stimulation. The display showed "call your doctor" icon. A power on reset occurred, which was the 8th one. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)